Event description:
User facility conducted an inspection to all blades available on their site, and found out that the light bundles were falling out, before using it to the patient. No injury nor death involved.